Manufacturer narrative:
(B)(4). The complaint for particulate matter was confirmed during the sample evaluation, and the root cause was determined to be a manufacturing issue because the particulate matter was not detected in quality control inspections. The product was visually examined in the laboratory and particulate matter was found between the luer and the protective cap.

Event description:
A nurse contacted baxter (B)(4) regarding particulate matter found between the luer connector of a y-set and the cap. There was not patient involvement, patient injury, or medical intervention.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.